Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the reported allegation could not be confirmed. The fse removed the covers and inspected for cracked or damaged water lines, topped off the reservoir with distilled water and purged air from system. The fse also aligned the fiber focus lens switch, verified self-tests, checked far focus on all bricks, verified aiming beam and controls, checked calibrations, centration, and completed operational tests. The key switch, e-stop, footswitch, blast shield and interlock operation were verified. Calibration was performed, and the console passed all checks. The device worked as expected. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that error 39: "configuration error" displayed. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 39: "configuration error" displayed. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.